Manufacturer narrative:
H3: the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert. However, this cannot be confirmed as the devices were not returned for evaluation, and images of the explanted devices and radiographs were not provided.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
During the week of (B)(6) , representatives of exactech, inc. And exactech spain conducted an inperson site visit with ubarmin hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. This patient (B)(6) was implanted with a 02-012-35-2009-inserto tibial logic ps 2, 9 mm, serial number (B)(4) on (B)(6) 2015. The insert was manufactured on 10/3/2014 and was packaged in a vacuum bag with no evoh. The insert was manufactured on 10/3/2014 and was 4 months shelf age at the time of implant. On (B)(6) 2017, approximately 2.0 years post implantation, the patient underwent revision for wear of the polyethylene. No additional details are available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A review of manufacturing data was performed and no discrepancies relevant to the reported event were found. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.